Event description:
It was reported that the customer experienced adhesive issues involving two infusion sets and, in both instances, the infusion set fell off during use after being worn for twelve hours or less.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.